Event description:
New information indicates that during a routine follow up, the device again exhibited a diagnostics anomaly.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Interrogation of the pulse generator resulted in a diagnostics anomaly. After clearing the diagnostics, data was collecting normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information on (B)(4) 2014 notes that the device again exhibited a diagnostics anomaly.